Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3 storage space failed. A field service engineer removed the back panel, checked the latch inseparable and found no magnet, powered the station down, removed the back of the drawer and the latch inseparable assembly, replaced with a new latch inseparable, reassembled the drawer, connected the bus cable, powered the station up and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3 had jammed and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.